Manufacturer narrative:
Investigation conclusion: the required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation or vigilance reporting. This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000.

Event description:
The customer reported an unconfirmed false positive result with the ID now covid-19 assay. No information regarding repeat testing or confirmation testing was provided. No additional patient information, including treatment and outcome, was provided.